Event description:
Texas health fort worth reported "the hard plastic disc broke after it popped off the push plate and tech attempted to reattach the drape to the push plate". This happend during the procedure.the product involved was ors-320, 2 units was reported affected. No patient injuries, infections or complications were reported.